Event description:
It was reported that the filter cap for the blood gas syringes leaks blood after sampling. The event date is 20-jan-2025. There was patient involvement. There has been no report of patient harm.

Manufacturer narrative:
Correction: this file was originally incorrectly filed under registration number mrn 1217052-2025-00035. The date of that submission was 11-feb-2025. Investigation results: received four devices, the customer also provided pictures of the reported issue. Evaluation of the provided photos shows that a bloodlike substance exceeded the maximum allowance of 0.06" and traveled to the collar of the filter-pro. The problem could not be replicated with the returned samples. The samples passed the acceptance criteria. Functional test shows that the dyed liquid did not exceed the maximum allowance of 0.06" liquid through the filter-pro. The problem could not be replicated with the returned samples. Based on the results of this investigation the complaint could not be confirmed. DHR's review found no discrepancies or anomalies relevant to the complaint. In process, the product was inspected for filter-pro glue to be visible around entire outside edge of filter, and damage to component that compromises function. No anomalies were noted.